Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube peeling occurred by the following stress to the insertion section. Physical stress that the insertion section was scratched/hit. Chemical stress by conducting reprocessing which is not recommended by IFU (reprocessing manual). Stress by the poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays). The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. Storing endoscopes in poor environment is warned in IFU (reprocessing manual) as below. Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a leak in the channel tube. The issue was observed during maintenance; therefore, no patient harm was associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to a pinhole on ch-tube, water tightness was lost. The device evaluation also found that the connecting tube had coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the observations in b5, the device evaluation also found the following: due to wear of angle wire, bending angle in up direction did not meet the standard value, the light guide lens had a crack, and the image guide protector was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.